Event description:
A customer reported via phone call indicating that their insulin pump does not deliver the correct amount of insulin every time they try to deliver a bolus to themselves. The customer stated that they did not receive enough insulin from their insulin pump which caused them to experience low blood glucose. The customer had to call the paramedics for assistance. The customer further stated that they had experienced high blood glucose due to the same issue from the insulin pump which caused them to be hospitalized two weeks prior on (B)(6) 2015 at 5 am. The patient's blood glucose level was 112 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Additional testing information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.